Event description:
It was reported that the patient had a reaction to the 72r electrodes. The patient reported an ongoing rash for the past 5 years or so, which he had been treating with a dermatologist. The rash was in the area where the patient places the electrodes. The electrodes seemed to be irritating the skin more. The patient uses a cream prescribed by their dermatologist. The patient does not use the cream and the electrodes at the same time. The patient wears the electrodes for about 12 hours a day. The patient stated that on 02mar2026, they developed a hive the size of the electrode. Customer service advised the patient to take a break from treatment until the rash resolves. No further information was provided.

Manufacturer narrative:
The lot number of the product is unknown; therefore, the expiration date and manufacture date are unknown. Attempts have been made to obtain additional information; however, no further information has been provided. Without a product return, no product evaluation can be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The device is used for treatment. Ebi will continue to monitor trends.